Event description:
In 1989, rptr had surgery for a disc excision l3/4 and later the dr said he had misdiagnosed. In 8/90, she had a fusion for uncontrolable pain. In 4/91, dr admitted he had misdiagnosed her and that treatment had failed. Rptr was in brace after the fusion. Rptr had severe back pain (mid to low back) and numbness of the left leg to the knee right after surgery. She could barely walk. As she walked more, her leg became numb, tingled, and felt cold all the way down. Her left foot started hurting when sitting or riding in a car approx a year after surgery. The pain continues to worsen as time goes by. Since 3/94, her right leg has gotten weak. She can't drive long distances because she can't push on the accelerator. She has swelling in her low back and shooting pains on both sides of back and in the hip areas. Pain goes through rptr's left leg and down. Rptr suffered a nervous brakdown in 1991 after the dr told her the surgery failed. This required intervention by a psychiatrist.